Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive flu b results (unknown total number). Unknown if the patients tested were symptomatic or not. Unknown if the results were confirmed. Confirmation method(s) not provided. The customer was unable to provide further details and clarification.